Event description:
The report stated that one of the electrodes on the jaws of ligasure atlas fell off during a procedure. The electrode became completely detached and fell into the pt cavity, but was removed. There was no harm to the pt.

Manufacturer narrative:
The incident device has been rec'd and is under eval. When the device eval is complete, a follow-up report will be submitted.